Event description:
The pt reported that in 2009, his blood glucose was elevated to up to 580 mg/dl. He attempted to lower his blood glucose by bolusing through the infusion device, but his readings remained elevated. He drove to the hospital and was admitted to the intensive care unit. He was released from the ICU in the next day, but remained hospitalized for 14 days. The pt's diabetes councilor stated that the basal rates were incorrect and the pt believes that the infusion device "forgot" or lost the basal rates when the battery was changed. The pt's normal blood glucose range is 80-120 mg/dl. No further info is available. Product was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the u.s. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.